Manufacturer narrative:
(B)(4).

Event description:
It was reported that the review of egms from a remote transmission indicated the presence of competitive atrial pacing and far-r leading to episodes of ams. Subsequently, programming changes were made. Patient condition before and after procedure was fine.